Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2025 due to unreported causes. The patient was connected to her liberty select cycler at the time she was found unresponsive and pulseless by family. Emergency services were activated, and the patient was pronounced deceased in her home with no transport. It was reported that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication the patient¿s death was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2025 due to unreported causes. The patient was connected to her liberty select cycler at the time she was found unresponsive and pulseless by family. Emergency services were activated, and the patient was pronounced deceased in her home with no transport. It was reported that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).